Manufacturer narrative:
D.9., h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional stating that the consumer experienced corneal ulcer, eye pain, ocular discomfort in left eye after wearing the contact lenses. The consumer was consulted with healthcare professional and prescribed with ofloxacin, tobramycin/dexamethasone eye drops with an unknown frequency. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.